Event description:
The monitor has a stuck keypad. The product not in contact with pt. Therefore, there was no pt injury. The event did not lead to an increase of surgery time. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.